Event description:
It was reported by the customer's mother that the customer had a compromised force sensor system alarm on the insulin pump. Customer was priming when she received the alarm. Customer's mother stated that a ton of insulin was wasted. Customer kept trying to prime and the alarm was still going off. Customer was advised to disconnect and remove the reservoir from the pump. Customer was unable to complete because she was at school. Customer's mother will call back when she has the pump and details of the event. Customer's mother called back and stated that the drive support cap was sticking out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through the reservoir tube, cracked battery tube threads and a missing end cap sticker.